Manufacturer narrative:
(B)(4).

Event description:
The complaint device was receiver for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be performed because the receiver would not communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of the receiver displaying the initializing screen without a manual restart. The root cause was determined to be a defective component in the printed circuit board.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.